Manufacturer narrative:
Inspected one open and used enlite sensor and found sensor cannula bent and retracted inside the sensor base. Unable to confirm that the sensor was received in said condition due to customer returned it opened and used.

Event description:
Customer called to report a needle fracture that occured in his body. The customer had been having signal issues with his sensor and removed it from his body. The customer noticed that the cannula was missing. Customer was unsure if the cannula is still in his skin. Referred customer to their doctor for instructions nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.